Event description:
It was reported that the patient's device was alerting, but the patient did not hear the alert tone. The device was found to be at end of service by the time the patient came to the hospital approximately three months after the alert was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors. This device is part of the field action and has tested consistent with the field action.